Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced nausea, increased thirst and urination, vomiting and according to the patient, diabetic ketoacidosis. The cgm reading was 200 mg/dl, but the patient was unable to take a fingerstick and went to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 440 mg/dl and the cgm device was displaying a signal loss. The patient was treated with intravenous insulin, saline, potassium, and fluids. The patient was discharged after 2 days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.